Event description:
It was reported that the patient fell a couple of weeks ago due to dizzy spell. Several days after the incident, the pt was not able to hear anymore. The external equipment was exchanged but without success.